Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that infection was noted a month after catheter placement. The facility used a tube from another competitor to connect to the catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one broviac 6.6fr s/l catheter and one non-bard tubing accessory attached to the luer-lock were returned for evaluation. The distal broviac catheter segment was not received. The end of the catheter appeared cut. The fracture surface was reflective in nature and contained a striated pattern. In this case, the fracture surface was elliptical in shape typically left by surgical scissor-type instrument and likely left behind during removal. The non-bard tubing accessory was left attached to the catheter and tested for patency. The device was not patent to infusion or aspiration. However, residue and tissue were noted throughout the device during gross examination and likely resulted in the observed condition. No infusion or aspiration issues were originally reported; therefore, the finding was considered incidental. No other anomalies were noted. As use conditions cannot be replicated and an incomplete sample was returned for evaluation, no objective evidence has been identified to confirm an alleged deficiency with the catheter. Therefore, the investigation will remain inconclusive for the reported infection. A definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. Possible contributing factors include contamination during implantation, contamination during use, and/or patient condition; however, the lack of objective evidence prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that infection was noted a month after catheter placement. The facility used a tube from another competitor to connect to the catheter. There was no reported patient injury.